Event description:
It was reported that when using the bd pyxis¿ medflex 2000 cubie 06 17 was not shown when user tried to remove cubie 06 17 - morphine 4mg/ml vial. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) investigated remotely using myqlink, where it was observed that the items had been discharged by ¿--system--,¿ but no information was displaying on the cubie at the station. Upon the user¿s request to replace the cubie, assistance was provided using a tester to safely remove the cubie and retrieve the medications. After completing the requested action, the user confirmed that no further assistance was needed, indicating that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.